Event description:
Initial co2 result of 30 mmol/l. Same sample repeated gave result of 17 mmol/l. Same sample then repeated 4 times on different instrument, same method, and gave results of 16, 15, 15, and 15 mmol/l. The initial result was reported, patient not adversely affected. The field service representative determined there was a pipetting problem. The instrument was repaired.